Event description:
It was reported that this pacemaker was part of system revision due to exhibited infection. No additional adverse patient effects were reported. The pacemaker remains implanted. Additional information indicated that the pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being filed for additional information of the b5: describe event or problem; d6b: explant date; h2: follow-up type and h6: patient codes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of system revision due to exhibited infection. No additional adverse patient effects were reported. The pacemaker remains implanted.